Event description:
The customer reported that the lh750 instrument was failing startup multiple times with a high plt background. No erroneous results were associated with this event.

Manufacturer narrative:
A field service engineer (fse) was dispatched. The fse indicated he observed bubbles in the rbc diluent dispenser. He replaced the diluent dispenser and rbc count line (vl8). The diluent cube was also replaced during service. There were no further plt background failures. Upon recur of the failures mode identified; it is possible to generate erroneous results for cbc due to segmentation/count error or dilution error. (B)(4).